Event description:
"S/p b transax subgl gels (? Type, ? Size-no records) for augmentation. Pt c/o set decreased size. No trauma and some recent l pain radiating into arm. Arthralgias/myalgias, paresthesias/dysesthesias, spasms, swelling, fatigue, sleep disturb, adenopathy, increased wbc, hot flashes/fevers, night sweats, headaches, visual disturb, dizziness, memory loss, dry mucus membranes, rashes, choking episodes, cholesterol and gi/gu probs.